Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device preparation, an unresolved error message occurred. Thy physician elected to use a different pacemaker. The patient was in stable condition.

Manufacturer narrative:
Device was successfully interrogated with the same merlin software used in the field. Further testing determined the device exhibited normal device characteristics and is above elective replacement battery levels.